Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 35 mg/dl which was addressed with the customer drinking juice. Cause for bg was unknown. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. The customer¿s blood glucose level was 350 mg/dl. Customer added insulin to the cartridge and loaded it successfully.

Manufacturer narrative:
Tandem quality engineering evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. Cartridge change sequence was completed several times on (B)(6)2019. The infusion set tubing was primed at 4:43 am and was then primed four additional times between 2:02 pm and 3 pm, for a total of 58.6 units delivered via the ¿fill tubing¿ step. Additionally, user made food bolus requests without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.